Event description:
Information received from the field notes loss of capture, noise and lead fracture. Capture was established in the unipolar configuration with a lead impedance of 334 ohms. The patient was pacemaker dependent.